Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Lead connection issues with the subject device were reported during an attempted implant. Tightening of the screw was not possible. Another device was subsequently implanted, instead.